Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs research park: 9900 innovation drive, USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen therapy. There was no patient involvement.